Event description:
It was reported that impedance measurements over 10,000 ohms were seen on the extension(s). The battery was also overdischarged. The extensions were explanted and replaced, and the neurostimulator was explanted as the patient wished to upgrade to a restoresensor system. There was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the neurostimulator model 37712 (B)(4) found no significant anomaly. The battery capacity was reduced due to overdischarge. Telemetry was okay after physician mode recharge recovery. Analysis of the extension model 3708140 (B)(4) found no anomaly. Analysis of the extension model 3708140 (B)(4) found all conductor wires broken 19.2 cm from the proximal end. All circuits were open.

Manufacturer narrative:
(B)(4). Lead: model 39565-30, serial# (B)(4), implanted: explanted: na; extension: model 3708140, serial# (B)(4), implanted: explanted: 2012 (B)(6); extension: model 3708140, serial# (B)(4), implanted: explanted: 2012 (B)(6); programmer: model 37743, serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.